Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated umbilical and supraumbilical hernia thereby underwent open repair with the implant of ventralex patch (device #1). Per operative notes, ¿the umbilical hernia sac and supraumbilical hernia sac were converted to one and freed up the omentum and adhesion. A medium ventralex patch (device #1) was placed through the defect and secured with suture.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with the removal of ventralex mesh (device #1) and implant of ventralight st using echo ps system (device #2). Per operative notes, ¿there were minimal adhesions to a ball of mesh in the abdominal wall adjacent to a hernia defect were taken down. The balled-up mesh (device #1) was removed from the abdominal wall. A piece of ventralight st mesh using echo ps (device #2) was placed in the abdomen and then tacked to the abdominal wall.¿ attorney alleged that the patient had adhesions. It was also alleged that patient had mesh removal, meshoma and revision.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 2 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent repair with removal of mesh. Per op notes, " the balled-up ventralex patch was removed from the abdominal wall". The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned